Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that after sustaining a traumatic fall and complex trochanteric fracture, the patient¿s overall condition deteriorated including rhabdomyolysis and acute renal failure. Two days after the trauma, the fracture was repaired without complication. Postop, the patient continued to deteriorate due to internal gastrointestinal bleeding and hemolytic crisis (deglobulization). Additionally, the patient has a severely low bmi and is a smoker which also increases risk for cardiovascular, hemolytic, and respiratory compromise. There were no intraop complications or allegations against the implants or procedure. From the medical records provided, the patient succumbed to deterioration from the traumatic injury and sequelae that occurred prior to surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a clinical study that a patient underwent a repair of a trochanteric fracture without complication and the patient was discharged to a nursing home 5 days later. Subsequently, 8 total days post op, it was reported the patient went into cardiac arrest and expired due to unknown causes. No further event information has been provided.